Event description:
The stored patient files on the programmer that was used during an interrogation, have the same date and time stamp, but the interrogations were reported to have been performed over an hour apart. In addition, the printout from the programmer showed the basic rate lower than the rest rate. The device remains implanted.

Manufacturer narrative:
September 10, 2009stored patient files have the same date/time & the rest rate is above the basic rate on the printouts. A response from the manufacturer is pending. Device remains implanted

Manufacturer narrative:
(B) (4). Stored patient files have the same date/time & the rest rate is above the basic rate on the printouts. A response from the manufacturer is pending. Since the device remains implanted, the programmer and the files were reviewed. In regards to the date and time on the programmer, the analysis reveals that the event resulted from the programmer depleted battery and the internal programmer date and time were set to the same time. The basic rate was decreased by the user while rate response was set to no before implantation. There is no effect on device operations and the device can remain implanted. (B) (4): device remains implanted.

Event description:
The stored patient files on the programmer that was used during an interrogation, have the same date and time stamp, but the interrogations were reported to have been performed over an hour apart. In addition, the printout from the programmer showed the basic rate lower than the rest rate. The device remains implanted.